Event description:
An ipp device was implanted on 2/11/91. The cylinders and pump were revised on 5/31/91. The entire device was removed from the pt on 5/15/97 due to erosion on right side and infection. A malleable device was implanted on left side only.